Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion and prime/ compromised force sensor system alarm test. The pump was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error due to the history file was overwritten. The pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error while trying to change the insulin. The customer's blood glucose reading was 6.6 mmol/l. The customer stated that there was a motor position encoder error in the pump history. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.